Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon review of the transmission it was noted that the right atrial (ra) lead exhibited automatic mode switch (ams) episodes caused by oversensing of noise. No intervention has been reported. The patient was in stable condition.